Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving compounded baclofen (concentration 2500 mcg, 2332 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient got (B)(6) ((B)(6)) while the pump was implanted and was given vancomycin. The infection had cleared. The hcp was removing the old system and replacing it on (B)(6) 2018. The issue was resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.